Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) stopped compressions and displayed a message to replace/recharge the battery was confirmed during the archive data review and the run_in test. According to the archive, it was found that the autopulse platform stopped compressions multiple times due to user advisory (ua) 17 (max motor on-time exceeded during active operation) error message and displayed a message to replace/recharge the battery. The root cause of the (ua) 17 and replace/recharge the battery messages was the failure of the drivetrain motor, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in june 2019 and is over 5 years old. During review of the archive, it was found that the autopulse platform stopped compressions multiple times due (ua) 17 and displayed a message to replace/recharge the battery, thus confirming the reported complaint. The autopulse platform passed the initial functional testing without any faults or errors. During further testing, the customer reported complaint was replicated. The platform stopped compressions repeatedly during the run_in test using the large resuscitation test fixture (lrtf) due to the displayed (ua) 17, thus confirming the reported complaint. The drivetrain motor and clutch plate were replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that in the middle of delivering CPR to a 77-year-old 250-pound male patient, the autopulse platform (sn (B)(6)) stopped compressions and displayed a message to replace/recharge the battery. The autopulse li-ion battery was replaced with another battery; however, the device would not continue to deliver CPR. Both batteries were still showing charged on the display. Manual CPR was given instead. Per the follow up, the patient was placed on the platform at 2350 and the unit ran until 0005 when preparing to transport. The crew replaced the battery at this time and the unit again ran fine from start of transport until 0012 at arrival to the hospital. No device malfunction is reported for the batteries, and they are performing as intended. No impact or consequence to the patient.